Manufacturer narrative:
Other: footboard shell.

Event description:
It was reported by service report that the footboard clamshell housing is broken near lid hinge screws. No pt involvement or adverse consequences are reported.